Event description:
Sciacca s, bassiouny a, mansoor n, et al. Early outcomes of the pipeline vantage flow diverter: a multicentre study. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology. June 2023:1-10. Doi:10.1007/s00062-023-01314-x. Medtronic literature review found a report of patient complications in association with a pipeline vantage and phenom microcatheter. The purpose of this article was to evaluate the safety and efficacy of the modified version of the pipeline vantage embolization device with shield technology. A total of 52 procedures were performed for 60 target aneurysms. Treatment was performed on 5 patients with ruptured aneurysms. The mean age was 57 years, and 79% of patients were female. The mean clinical follow-up time was 5.3 months. No patients underwent retreatment during this time period. New persistent clinical or neurological symptoms persisting for 7 days were defined as major adverse events. Symptoms that resolved within 7 days with no clinical sequelae and asymptomatic adverse imaging findings (for example infarcts) were defined as minor adverse events. The following intra- or post-procedural outcomes were noted:  - there was one case of distal foreshortening of the device after the procedure 3 days posttreatment of a patient with basilar tip and sca aneurysms, despite satisfactory appearances on final procedural imaging. There was still neck coverage of both aneurysms but the alteration in flow resulted in sca territory infarction. This was the only major ischemic complication that was directly attributed to device behavior.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ped3 (lot: unknown); product ID unk-nv-ped3 (lot: unknown); product ID unk-nv-ped3 (lot: unknown); product ID unk-nv-fg (lot: unknown); g2: citation: authors: sciacca, s., bassiouny, a., mansoor, n., minett, t., balasundaram, p., siddiqui, j., joshi, y., derakhshani, s., kandasamy, n., booth, t. C., lynch, j.. Early outcomes of the pipeline vantage flow diverter. Clinical neuroradiology: official journal of the german, aus june:1-10 2023. Doi:10.1007/s00062-023-01314-x earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.